Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the procedure? What tissue was the stratafix spiral suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Can you explain ¿lost fixation strength¿? Did the spiral barbs engage with the tissue? What post op date did the patient present with symptoms of dehiscence? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Do you have the status of suture for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a vascular procedure on unknown date and barbed suture was used. Post-operatively, the device lost fixation strength and the patient experienced wound dehiscence. An additional procedure was performed to re-approximate the wound with a different type of suture. The patient is reported as fine. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Additional information was requested and the following was obtained: what was the date of the initial procedure? (B)(4) these are the 6 patients that I can recall. What was the name of the procedure? All hand procedures, carpal releases, trigger fingers and cubital tunnel releases what tissue was the stratafix spiral suture used on? Sub-q and skin what was the condition of the tissue where suture was used (normal, diseased, weakened)? Normal can you explain ¿lost fixation strength¿? Didn¿t hold and patients all developed dehiscensce of the wounds. Did the spiral barbs engage with the tissue? Very poorly what post op date did the patient present with symptoms of dehiscence? Within 3 weeks of the procedures was there any patient predisposing event (cough, fall, etc) prior to dehiscence? No what is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? The new coating on the sutures led to poor fixation and what seems to be a reaction and release of healing tissue. What was the date of the second procedure? All wound care was done at the clinic can you describe the appearance of the suture during the second procedure? No sutures seen do you have the status of suture for evaluation? Unsure of what you are asking for? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: customer reported that he did not think the barbs were grasping as well as the product before the change in the packaging. Customer informed the rep that re-stitching was required on a couple patients (no exact number provided). Rep talked to the surgeon about technique and he informed the rep that his technique had not changed. The account plans to return device samples from the same lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information requested for each patient event: what was the date of the initial procedure? What was the name of the procedure? What tissue was the stratafix spiral suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Can you explain ¿lost fixation strength¿? Did the spiral barbs engage with the tissue? What post op date did the patient present with symptoms of dehiscence? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Do you have the status of suture for evaluation? What is the current condition of the patient?

Manufacturer narrative:
Product complaint # ==> pc-000084792 additional information: - the actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch ldh265 mfg date: (B)(6) 2017, exp date: (B)(6) 2019 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.